Event description:
It was reported that a pt underwent an inguinal hernia repair procedure on (B)(6) 2008. The pt reported pain and movement limitations with exercise on the 3 year pt follow up questionnaire and is taking narcotic pain medication. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 03/15/2011. (B)(4) - movement limitations. (B)(4) - pain occurred. Conclusion: no conclusion can be obtained, a supplemental 3500a form will be submitted accordingly.